Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose level was in range 392 mg/dl to 82 mg/dl and 200 mg/dl. It was reported that the battery was diminished and insulin pump was died. The customer reported that the screen was fogginess on the screen and was hard to read it and no delivery alarm. The customer reported that they had louder rewind and priming noises. The insulin pump will not be returned for analysis.